Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through an unspecified access connector. This occurred during infusion. The reporter stated that the connector was removed from the setup to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.